Event description:
The customer reported that an 840 ventilator had an erratic graphical user interface (gui) display. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcb) and upgraded the software to the current revision. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).